Event description:
A malfunction occurred with the customer's pump, displaying a malfunction code of malf 24, which could not be reset. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact reported. The customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy. A replacement pump was sent, and instructions were provided for returning the faulty pump to tandem. The customer acknowledged the instructions given.